Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was unknown. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The down arrow button did not respond due to flattened button dome switch. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.